Event description:
It was reported by service report that the power load trolley was leaking in the box upon arrival. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Oil leak.